Event description:
On 07/17/2024, it was reported by a sales representative via sems-(B)(4) that an ar-9597-20 angled reamer sleeve, 20 and an ar-9676 angled reamer, drive shaft was ceased and stuck and were not able to spin on each other. This was discovered before the case, with no case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged, ar-9676, batch 022338, was received for investigation. Visual inspection noted signs of grinding on the distal and proximal end of the device. Functional testing with a new mating part, ar-9597-20, noted that the reamer did not move freely within the shaft of the ar-9597-20. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.